Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of ce minicap extended life pd transfer sets were defective (unspecified damage). The issues were identified when used on a patient for peritoneal dialysis therapy. As a result, the patient had to go to the center to change the devices. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Two (2) actual samples were received for evaluation. A visual inspection with the naked eye noted a small crack in the main body near the notch on the first sample. No issues were observed with the second sample. Functional testing including leak, clear passage, and clamp function testing were performed on both samples and no issues were noted. The reported condition was verified for the first sample only. The cause of the condition could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.